Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up, the longevity was observed to be 1.9-2.2 years. This was a drop from the year before, in which the longevity measured 5.5-6.5 years. The patient will continue to be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.